Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred at the end of a routine hemodialysis treatment which could not be resolved. Manual rinseback was attempted; however, the operator did not open the cycler door to perform the rinseback as instructed in the user's guide and rinseback could not be completed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The cartridge was not available for eval. The exact cause of the alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. The user's guide contains adequate instructions for performing manual rinseback. Correct procedures were reviewed with the operator. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.